Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an aviva meter, compared to two professional meters, within 10 minutes: 500 mg/dl (aviva) and "118 mg/dl or 119 mg/dl" (professional meter #1) and 120 mg/dl (professional meter #2). No adverse event reported. Return of the suspect device was requested for evaluation.